Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys vitamin d total iii assay on a cobas e 801 analytical unit. The sample initially resulted in a value of 76.3 ng/ml. The sample was repeated two times, resulting in values of 23.1 ng/ml and 22.9 ng/ml. After the event, the control measurement was repeated. Controls were acceptable and recovered near the target. No questionable result was reported outside of the laboratory. The vitamin d total iii reagent lot was 63013601 with an expiration date of 28-feb-2023.

Manufacturer narrative:
The last calibration was performed on (B)(6) 2022. Quality control results were within specified ranges. There was no indication of a reagent issue. The customer used a centrifugation time of 5 minutes which may be too short as usually 10-15 minutes are recommended depending on the sample tube used. Upon review of the alarm trace, sample quality-related alarms like foam on sample or sample short alarms were observed. The field service engineer changed the measuring cells after a failed instrument check. The instrument performance testing was repeated and passed. It was confirmed that the instrument is running back within specification. The investigation could not identify a product problem. The cause of the event could not be determined.